Event description:
Additional information provided indicated that the alarms had fully resolved since the modular cable and system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced pump off and driveline disconnect alarms for two days. Patient appeared to have tears on the pump cable portion of their driveline that they tried to fix with a cement type of material. The patient underwent a chest and a kidney, ureter, and bladder (kub) xray. The driveline section of interest was not viewable from the image submitted. Patient was admitted and log files were submitted for analysis. The log files appeared to show pump stops that were related to electrostatic discharge events and a couple pump stops related to the driveline being disconnected. On 05nov2024 additional log files were submitted for review. The additional log file data captured 7 new brief pump stops. The modular cable and system controller were exchanged, and new log files were sent for analysis. The log files did not contain any pump stops. The modular cable connector that plugs into the driveline pump side connector was examined on 06nov2024. The connection appeared to be clean inside and around the pins. The connection between the driveline and the new modular cable was not difficult and the pump restarted immediately. The epoxy/cemented material from the driveline cable was also removed and rescue tape was used to cover it securely. Another set of log files was sent per tech services request. There appeared to be no unusual events recorded in the log file event history following the system controller and modular cable exchange.

Manufacturer narrative:
D4 - UDI: correction manufacturer¿s investigation conclusion: the evaluation of the returned modular cable confirmed wire damage consistent with fatigue that could have caused the reported pump stops and associated alarms captured in the log files. The controller event log files submitted prior to the modular cable exchange collectively contained data from (B)(6)2024 through (B)(6)2024. Transient pump stop events were captured throughout the files, with associated driveline disconnect alarms, pwr_a_broken, pwr_b_broken, com_a_fault and com_b_fault flags. The pump stop events lasted between 2 and 34 seconds, and pump speed would then return to the intended range within 2 seconds. No other notable events or alarms were captured. The modular cable was returned in used condition. Examination of the outer jacket did not show any signs of damage. The inline connector pins appeared unremarkable. The modular cable was tested to evaluate the integrity of its wires and did not pass testing. Continuity testing with a digital multimeter confirmed an open black wire and fluctuating resistance value on the orange and yellow wires. The modular cable was connected to a mock loop and no alarms were reproduced. The outer layers were removed and multiple areas of damage were observed. The cable was reconnected to the mock loop and flexed/twisted at the damaged areas and the reported events were reproduced. The observed damage is consistent with repetitive flexing of the cable over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.